Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they needed assistance programming the insulin pump. Blood glucose level at the time of the incident was 42 mg/dl. It was not reported how the customer treated the low blood glucose and if auto mode feature was active and automatically adjusting insulin delivery at the time of the event. Customer was assisted reviewing the settings on the previous device. The insulin pump was not replaced or returned for analysis.